Event description:
It was reported that an ilet user skipped the fill cannula step during an infusion set and cartridge supply change and called for assistance; a support agent walked the user through the correct fill cannula procedure, and no further assistance was needed. There were no reported adverse clinical effects. Outcomes included no reported impact on health and no alarms. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed user error related to incorrect supply change steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.